Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is experiencing rib pain while using stimulation. Follow up identified the pt is no longer receiving effective stimulation. A sjm representative was unable to resolve the issues with reprogramming which resulted in unwanted stomach stimulation. It is believed there is possible lead migration. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.